Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, g.1, h.6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "rippling effect." Healthcare professional reports left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Continued h.6: [health effect - impact codes]: f2203.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported left side "rippling effect." Healthcare professional reports left side capsular contracture baker grade IV. Device remains implanted.